Event description:
This senior medical affairs specialist spoke with a patient/layperson in 2008, regarding an alleged power issue followed by a reported hypoglycemic episode. The customer care advocate had replaced the meter during the initial call on a week earlier. The patient did not allege that the product was responsible for the event. She indicated she had been so busy caring for her mother that she did not take the time to call. Although she cannot recall the exact day it stopped functioning, the patient's meter reportedly would not turn despite having inserted several new batteries. Unable to test, the patient said she continued taking 60 units humalin mornings and 30 at night. Depending on how she felt, the patient would take less or more insulin. On the event day, the patient got up at 7 a.m and allegedly took the 60 units. The patient drank coffee but did not eat. She took care of her mother who require assistance. At 10 a.m, the patient reportedly began sweating and felling lightheaded. "I almost bottomed out." The patient's mother gave her a candy bar to eat. The patient felt better and did not require medical intervention from the hcp. The patient stated that she must learn to be more cautious when increasing or decreasing her insulin. Because the patient reportedly bases insulin on her meter results and was unable to test, the patient allegedly experienced hypoglycemia after taking her morning insulin. Not eating after the insulin presumably exacerbated the issue. Nevertheless, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, it either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.